Event description:
The customer reported the system continued to make xray without command. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hi voltage cable was activating the footswitch located under the l arm. The customer was advised to place the footswitch assembly on top of the generator cover to avoid this problem. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.